Manufacturer narrative:
Evaluation summary: the portal was returned with an 8 inch length of catheter attached. Microscopy examination of the catheter revealed a .25 inch slit along the length of the catheter 3 inches from the portal connector. The slit was located in the typical pinch-off syndrome area. The catheter may have been compressed between the clavicle and first rib causing the reported difficulty in infusion, and when the system was over pressurized, as reported, the catheter ruptured at this point. The system was injected with saline solution and was found to be patent with leakage occurring at the site of the slit further examination showed there to be 3 slits in the same area.